Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device received with cracked case (battery tube) and cracked battery tube thread. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block even after changing infusion set and reservoir multiple times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.